Event description:
It was reported that the left ins will not communicate with tablet, programmer or recharger. Caller initially stated patient couldn't remember the last time they charged ins but caller suspected it had likely been months. Caller stated that right side ins was depleted but is now charging normally. Technical services reviewed that ins is likely overdischarged and successfully initiated physician recharge mode with recharger and reviewed next steps. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.